Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation hard drive. System operates as intended. (B) (4).

Event description:
The customer reported the system failed during a cine run. No pt injury was reported.